Manufacturer narrative:
The lens was returned, positioned incorrectly in the lens case. Solution was dried on the lens. The optic had a small crack between the optic edge and the central optic zone. Associated products were not provided. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes. And the damage exhibited by the returned complaint sample would not have met companies release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded, that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the lens was implanted and in the center it was slightly cracked, for which doctor decided to remove the lens and place another. Additional information was requested. Additional information received 1 event - the lens was implanted and in the center it was slightly cracked, for which doctor decided to remove the lens and place another. Medication was prescribed to lower iop.